Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Hypertension is a known potential complication associated with all patients implanted with vad's. The instructions for use (IFU) and patient manuel addresses guidelines for optimal patient management. Stroke/neurological dysfunction is a known potential clinical adverse event associated with vads as outlined in the IFU. The instructions for use (IFU) and patient manual contains stroke and neurologic dysfunction as potential events that may be associated with use of the product. The IFU provides anticoagulation guidelines to reduce the occurrence and severity of strokes. The system is contraindicated in patients who cannot tolerate anticoagulation therapy to reduce the possibility of stroke. Moreover, the IFU further educates the user on pump operation and flow guidelines in order to decrease the risk of a stroke. With review of the available information there was no evidence of any device malfunction or performance issues of the device that would impact the reported event. There is also no clinical evidence to suggest that the device caused or contributed to the reported event. Based on the available information a definitive root cause cannot be conclusively determined. The medical team reported that the event was related to the patient's condition. Clinical factors that may have contributed may be attributed to medical treatment, progression of disease, and patient comorbidities as evidenced by the patient's multiple occurrences of hypertension. Patient's with certain risk factors such as smoking, cardiovascular disease, and hypertension may have an increased likelihood of stroke occurrence. There are patient and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report if new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received from the clinical study database that this patient had hypertension. The patient called to report her blood pressure was ranging from 136/70  mm/hg to 170/110 mm/hg, higher on her left arm than the right arm. The patient told her to increase her lisinopril to 10 mg twice daily. The patient called clinic on (B)(6) 2015 stating that she was feeling horrible with low blood pressure after she had only taken one dose of lisinopril. The dose of lisinopril was subsequently reduced to 7.5 mg at bedtime only. The physician said he would allow "permissive hypertension as she becomes very ill with blood pressure less than 110".  The patient reported blood pressures of 149/77 mm/hg and 169/86 mm/hg on (B)(6) 2015. Norvasc was increased to 10 mg daily.  During clinic visit on (B)(6) 2015, the patient's blood pressure was still 160. The patient's blood pressure had reduced to 100/67 mm/hg on (B)(6) 2015, however, she was having dizzy spells and "staggering" episodes. Norvasc was reduced to 5 mg daily. In (B)(6) 2016, her blood pressure was 128/94 mm/hg, but no medication changes were made due to her not tolerating lower pressures. The patient continued to have intermittent high blood pressures without explanation, however, at this time they are not being treated due to her poor tolerance of pressures below 110 systolic. The patient is aware of increased stroke risk and was told to notify the vad office immediately if she experiences signs of stroke. In most instances, though her systolic may be high, her diastolic is usually better. In most cases, her mean arterial pressure does not rise above 96. The patient takes her blood pressure daily, but does not record readings. She determines whether to take her blood pressure medication based on those numbers. If the blood pressure readings are consistently high for two consecutive days, she has been educated to call the vad office for instructions. The patient was hospitalized on (B)(6) 2016 for multiple reasons, however, one of the reasons was uncontrolled hypertension with mean arterial pressures in the 110s-130s. Although computed tomography (CT) scan showed a possible stroke had occurred, the decision was made to allow her to maintain high blood pressures because she becomes so severely symptomatic with lower pressures.  The event was considered resolved with sequelae on (B)(6) 2016. The primary investigator believes the event is related to the patient's condition and unrelated to the lvad system and procedure. No further information was provided.